Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6), new york. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The clamp was replaced with another. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 erc tubing clamp was not working and an error message was displayed during procedure. There was no patient injury.

Manufacturer narrative:
Livanova received a report stating that the error messages "arterial clamp defective" was shown on the control display module during procedure. No patient affected. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The clamp was replaced. The involved erc is in use since 2017 and according to the review of the complaints database no further events related to this unit have been reported. Based on the investigation performed on similar cases, the most probable cause was a mechanical jamming of the motor due to misalignment or foreign bodies. The risk is in the acceptable region. No action is deemed necessary. Livanova will keep monitoring the marked.

Event description:
See intial report.

Manufacturer narrative:
H10: the affected part was returned to manufacturer site for a detailed investigation. The investigator could reproduce the reported issue. In order to fix the issue, the following parts were replaced: stator with sensor board, hollow shaft, spindle complete with block, bearings, control boards (zka and zkb). Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.